Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer septal occluder was chosen for implant using an 14f non-abbott delivery system. During the procedure, while deploying, the physician noted that the device was not conforming to its intended shape, the device took form of cobra deformation. The right atrial disc was getting deformed during deployment, even after multiple attempts. The deformed device was retrieved back. The procedure was aborted. The deformed device was never released from the delivery system while inside the patient. There was no interaction with the cardiac structure during deployment and no angulation/kink was noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.